Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: g2 (add healthcare professional) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be scope socket failure. The event can be detected/prevented by following the instructions for use which state: non-olympus equipment can cause instability of the automatic brightness adjustment. Approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the power switch sticks intermittently; the front panel is cracked and has damage; and the non-olympus lamp had 500+ hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source has damaged parts; the front panel is cracked and has damage. The issue was found during preparation for use for an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 scope communication error - scope connector has poor contact. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.